Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On august 18, 2015, the following was provided to a cook representative: the physician discarded four (4) cook fusion omni-tome pre-loaded sphincterotomes for incorrect cutting wire orientation. On september 10th, 2015, the following information was received: during an endoscopic procedure, the physician used a cook fusion omni-tome pre-loaded sphincterotome. Before cannulation, it was apparent the dome tip of the sphincterotome was not in its usual orientation and pointed in an the wrong direction [incorrect cutting wire orientation] (see medwatch report number 1037905-2015-00391). They removed the sphincterotome and used another cook fusion omni-tome pre-loaded sphincterotome. They advanced the sphincterotome down the endoscope channel and once it was in endoscopic view, they bowed the tip of the sphincterotome with the handle and saw that it was bowing toward the 9 o'clock position [incorrect cutting wire orientation] (see medwatch report number 1037905-2015-00393). The sales representative was also told that the user had discarded four (4) other omni-tomes over the last month for this same issue, and they were not reported (see medwatch report number 1037905-2015-00392).

Manufacturer narrative:
The event is currently under investigation. A follow-up medwatch report will be sent upon completion of the investigation.

Event description:
The following information was provided to a cook representative: the physician discarded four (4) cook fusion omni-tome pre-loaded sphincterotomes for incorrect cutting wire orientation.